Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was analyzed and found to have a broken conductor wire. The conductor wire was broken inside the yaw pulley (between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley.). The instrument failed the electrical continuity test. There was no thermal damage on the conductor wire, and it was fully broken. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting at the yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a loose cable at the instrument tip. A backup instrument of the same kind was used to continue the procedure which was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. No damage was seen after the arcing event. The cannula was inspected prior to use with a pin gauge. The instrument was connected properly. The vio integrated electrosurgical unit (iesu) 2.0 generator was used for the procedure. Information could not be provided as to whether or not the settings used on the generator were cut and coag. Information could not be provided as to how long was the instrument was in use prior to the arcing event. Could not provide information as to what other instruments were in use when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during procedure. Information could not be provided if the instrument tips were in contact with tissue when the arcing event occurred. No information was provided as to whether the instrument tip(s) touched any staples, clips or sutures while energized. No information was provided regarding the jaws being immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. Information could not be provided as to what the surgeon believed caused the arcing. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.